Event description:
While inserting a trial femoral head in a right total hip replacement, the femoral head fell off the inserter. Physician unable to locate the femoral head. All areas were searched. The site was closed and patient sent to pacu. Second procedure to remove trial femoral head.